Event description:
A lifecor patient service representative (psr) sent a monitor to lifecor customer support without any notification as to why. Support found out that this monitor was not used on a patient. When battery packs were inserted into this monitor, the monitor would not power up.

Manufacturer narrative:
Device manufacture date: monitor - 01/2007. Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. Monitor would not power up because of a defective voltage attenuator on the transition board. The defective component was repaired. The monitor was retested and restocked. The root cause of the defective voltage attenuator is not known, but is likely random component failure. No adverse event resulted from the faulty monitor.